Event description:
It was reported that the customer was hospitalized with dka. Customer stated that they changed the set the day before the incident and bgs started to elevate, so they changed the set again. The next day when they went to the hospital they discovered the cannula was bent. Instructed the customer to rotate insertion site.